Manufacturer narrative:
Qc was within the customers established ranges pre and post the event. Qc was not preformed after the no value/nd flags were received hotline instructed the customer to verify the location of the ck-mb reagent pack. During troubleshooting, the customer found one ck-mb reagent pack not in the proper location on the system. Service was not dispatched for this event. User error is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no value with indeterminate (ind) flags on several patient's sample for ck-mb generated by the access 2 immunoassay analyzer. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change in treatment.